Manufacturer narrative:
After battery installation, the down keypad button was intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error on the bottom arrow. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.